Event description:
Pt reported she does not receive a bolus when giving through the meter of the infusion device. Pt stated she thinks there is something wrong with the meter and the infusion device. Pt reported she noticed she has had an elevated blood glucose level for about a month. Pt stated her blood glucose level on (B)(6) 2012 was 26.0 mmol/l (468 mg/dl). Pt confirmed she does receive a confirmation from the meter after giving a bolus through the meter. Pt reported she cannot hear the infusion device ticking when giving a bolus through the infusion device. Pt is currently only using the infusion device. Pt stated it took her about a day to get her blood glucose levels down. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.